Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the softness of the lens material was decreased so that unfolding was not proper. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the distal area. The optic edge was torn with a small piece of lens material missing, the optic had multiple scratches, deep scrape marks, and small additional cracks on the anterior and posterior sides of the lens. We are unable to conduct a fold inspection due to the extensive optic damage. It is unknown if qualified products were used. A fold inspection could not be conducted due to the extensive optic damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).